Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion code), h11. Corrected field- h6 (device problem code), d10. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a fiber optic sensor failure can occur due to one or more of the following probable causes. A fiber optic sensor failure in an intra aortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intra aortic balloon catheter. This sensor is responsible for accurately detecting and transmitting real-time aortic pressure waveforms to the iabp console, which are critical for timing the inflation and deflation of the balloon during cardiac cycles. Causes of a sensor failure can result from the following optical sensor kink, break in sensor, connector issue.

Event description:
N/a.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cch had fiber optic sensor failure alarm & difficult/unable to monitor arterial pressure. There were no patient harm or injury was reported.